Event description:
Prior to inserting in the patient, the agility 10 guidewire (614178/ 158557) could not pass the mid portion of the prowler 10 (606-051x/15458114) and after the event, only the guidewire was changed. Another one was used to complete the procedure without patient injury. Analysis of the returned device showed evidence of abrasions with some sections lacking external coating and an area where the external coating was lifted. Both devices were prepped per labeling instructions, and a constant and dedicated heparinized saline source was used at all time through the microcatheter, and neither device was reshaped. After the event, neither device was damaged (agility-unraveled, stretched, kink, bend, fracture, etc) or microcatheter. The target site was a normal pcom artery. No further information will be provided.

Manufacturer narrative:
As per concert medical report, the device was viewed under microscopy with report of a fiber was observed in the base coating, 43cm from the tip. The fiber was embedded at one end and loose at the other end. With a micrometer set as go-gauge, the diameter specification of .0105' was met (measured diameter = 0.010' max), but the fiber length exceeded the circumference, which fails the specification. The guidewire was sent to codman failure analysis for further analysis. The fiber found by concert medical was inspected under sem; however, the reported fiber was not confirmed, it appeared to be more like a scratch/damage of the guidewire coating. Sem results showed that the agility did not show evidence of a fiber attached to its surface. Moreover, evidence of abrasions and some sections with lack of external coating was observed. It is possible that both, the abrasion and the lack of external coating, were caused by an unknown external source force; and therefore, a section of the external coating which was up lifted by the external force was misidentified with initial analysis as a the suspected fiber; however, this could not be conclusively determined. The unit was functionally tested and no anomalies were noted, the agility gw was inserted on a prowler 10 and passed completely through; no resistance/friction was felt. According the prowler 10 instructions for use (IFU) the max guidewire od compatible with this microcatheter is 0.012', so using a 0.0105' gw should not represent a problem. Data and device history record review was performed and found no known non-conformities in the manufacturing process. The failure reported inability to insert the guidewire through a comparable lab sample microcatheter was not confirmed; no resistance/friction was encountered. However, the noted condition of the guidewire coating is consistence with resistance with an external source. The timing and cause of this damage as related to the reported resistance cannot be conclusively determined. The cause of the event experienced by the customer and the cause of the damage found on coating could not be conclusively determined. Sem analysis and the DHR review indicate that procedural factors or handling may have contributed with the reported condition. The records indicated that the product met specification prior to shipment therefore, no corrective action will be taken at this time.